Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that they experienced a low blood glucose and the device failed the audio test. The customer also reported a low blood glucose of 45 mg/dl. They treated with juice. The device failed the audio test during the call. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).